Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5564 showed 18 other similar product complaint(s) from this lot number.

Event description:
It was reported PICC that was leaking on our supply cart yesterday. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheters was confirmed and the cause was manufacturing-related. The products returned for evaluation were two 5fr d/l powerpicc catheters. Light usage residues were observed throughout the samples. An attempt to infuse water through the samples using a 12ml syringe revealed the samples to be patent to infusion; however, when flushing the purple-luered lumens leaks were observed at the junctions between the syringe and the luer adapters. Inspection of the purple luer adapters using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifices. Microscopic inspection of the purple luer adapters revealed a protrusion in the luer material within both luer orifices. The mold defects prevented firm attachment of the syringe and full insertion of the taper gauge. The molding defects observed within the purple luer orifices prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported PICC that was leaking on our supply cart yesterday. No other information was provided.